Event description:
It was reported that the control module would not move past the l3-021 error code prior to a breast biopsy. The patient was rescheduled. Additional information received 11/27/2007, case was rescheduled and completed on (B)(6) with adequate samples with the loaner unit.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vso because it had failed and was causing vacuum error l3-021 to appear per complaint. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.